Event description:
Attempting to insert a PICC using a cook medical peel-away introducer set. Was unable to advance, pulled wire and needle out at the same time. Heard a snap, crack. Examined the wire, compared to new set and it was shorter than new one. X-ray taken. Coil of wire found in the soft tissues just above the elbow joint. Taken to surgery to be surgically removed. Dates of use: never became functional, (B)(6) 2010. Diagnosis or reason for use: IV access, IV potassium.